Manufacturer narrative:
Other, other text: d4: UDI is unknown. No information provided to date. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples were visually inspected at a distance of 12? Under normal lighting to received unit, in order to detect any damage on the unit. One (1) of the samples had a tear. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: a corrective and preventive actions was opened, in order to determine the root cause and implement proper corrective actions.

Event description:
It was reported that a cracked inspiratory filter connection and hole in circuit, indicated leaking when performing confirmatory water test. No patient injury was reported.